Manufacturer narrative:
(B)(4). Method: the complaint rt380 evaqua 2 adult breathing circuit was not returned to fisher & paykel healthcare (f&p) for evaluation. Our investigation is thus based on the information and photograph provided by the customer, and our knowledge of the product. Results visual inspection of the provided photograph identified that the evaqua 2 tubing was damaged. Conclusion: without the complaint device, we are unable to determine the cause of the reported event. All rt380 adult evaqua2 breathing circuits are visually inspected and pressure and flow tested during production, and those that fail are rejected. The subject adult breathing circuit would have met the required specifications at the time of production. Our user instructions that accompany the rt380 adult evaqua2 breathing circuit state the following: "do not soak, wash, sterilize, or reuse this product. Avoid contact with chemicals, cleaning agents, or hand sanitizers." "Perform a pressure and leak test on the breathing system and check for occlusions before connecting to a patient." "Set appropriate ventilator alarms."

Event description:
A distributor in japan reported on behalf of a healthcare facility, via a fisher & paykel healthcare (f&p) representative, that the tubing of a rt380 adult dual-heated evaqua 2 breathing circuit was found cracked at the expiratory limb during use. There was no reported patient consequence.

Manufacturer narrative:
(B)(4). We are currently in the process of finalising our investigation for the complaint. We will provide a follow up report upon completion of our investigation.

Event description:
A distributor in (B)(6) reported on behalf of a healthcare facility, via a fisher & paykel healthcare (f&p) representative, that the tubing of a rt380 adult dual-heated evaqua 2 breathing circuit was found cracked at the expiratory limb during use. There was no reported patient consequence.